Event description:
Additional information received identified that patient underwent surgical intervention during which visual inspection showed that the lead was fractured. The lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient's system was auto reducing. An impedance check revealed high impedances on the l3 lead. The l4 lead was reprogrammed to obtain better therapy coverage for the patient. X-rays did not reveal any abnormalities. Surgery was scheduled but cancelled due to the patient having a high a1c. Rescheduling is pending improvement of the patient¿s a1c. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 1, 2 and on the l3 lead. Attempts to program with l4 provided partial relief. Surgical intervention may take place to address the issue.